Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 461 mg/dl at the time of incident. The customer reported feeling thirsty, frequent urination and shortness of breath as symptoms of their high blood glucose. The customer also reported treating with 14 units of insulin by insulin pump earlier in the morning. The customer also reported they were hospitalized for eight days last week for high blood glucose, but declined to provide details. The customer's current blood glucose was 507 mg/dl. The customer has treated their blood glucose with manual injections. Troubleshooting did not occur for the insulin pump. The insulin pump will not be returned for analysis.